Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that following some recent vomiting, the patient experienced ineffective therapy. X-ray revealed the left lead migrated 3 vertebral bodies down. The patient complained of the ipg flipping in the pocket. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead and anchor were explanted and replaced, and the ipg was moved to a different location to address the issue. It is unknown which lead migrated.